Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-02581.

Event description:
Approximately 1 year(s), 9 month(s) and 0 day(s) post-operative of a right tsa, the patient presented with a type 1 acromial fracture. The patient denies any traumatic events. Started over time: pain was worsening and then had much greater pain about 1-2 weeks ago with diffuse ecchymosis across shoulder region. Pain can be moderate to severe. There were no direct actions taken on the patient¿s behalf and the outcome of this event is reported as resolved. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
Concomitant device(s): 320-42-00: 145-deg pe 42mm hum liner +0: s341634. 300-30-08: equinoxe preserve stem 8mm: 7251167. 320-08-42: glenosphere exp 42mm +4mm offset: 7323652. 320-10-00: equinoxe reverse tray adapter plate tray +0: a057263. 320-15-01: eq rev glenoid plate: a005242. 320-15-05: eq rev locking screw: 7313068. 320-20-00: eq reverse torque defining screw kit: 7294592. 320-20-18: eq rev compress screw lck cap kit, 4.5 x 18mm: a051246. 320-20-22: eq rev compress screw lck cap kit, 4.5 x 22mm: s286988. 320-20-22: eq rev compress screw lck cap kit, 4.5 x 22mm: s287434. 320-20-26: eq rev compress screw lck cap kit, 4.5 x 26mm: s366818. A10012: gps implant kit v2: 10099121367. Exc-eqrv42-us: orthosensor 42mm USA: 562760059.